Event description:
It was reported that the holster made a grinding noise and caused several unk cable errors during a breast biopsy procedure. The customer stated that the case was completed using the holster with no pt consequence.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was split and noisy per the customer complaint. To correct the issue, the site replaced the green cable. The e-clip was replaced due to it was damaged during disassembly, and per the service manual, service test were performed with no functional faults found and the unit passed all tests. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.